Event description:
It was reported that beginning one year prior to report, the patient kept getting episodes or "rushes" where he would wake up at night, be itching, and super "hyper." The caller reportedly believed that the patient was getting too much medication. The patient would have an episode each month, but one week prior to report the patient's episodes increased to two in one week. It was noted that the patient had already had an episode this week on (B)(6) 2014. It was noted that the patient would have massive pain for two or three days following each episode where the caller thought the patient was not getting medication at that time. It was noted that eight to nine months prior to the report, during a refill, fluid was spewing out of the implant site. The healthcare professional (hcp) reportedly told the patient that it was not a pocket fill. The caller stated that the patient did not have an episode for two months after the refill incident before it started up again. It was unknown if the hcp had checked the catheter. The caller reported that there was no discrepancy in the expected and actual residual volume. The caller thought that battery recall might have been a factor. The patient was to see their hcp the next day. It was reported one day later by the manufacturer's representative that the patient arrived at the doctor's office with ten pages on field action regarding the synchromed pump and said his pump had been recalled. The patient reported having symptoms there were on "a lot of these documents" meaning he can't sleep at night and had anxiety during the day. The hcp reportedly told the manufacturer's representative that the patient had been like this for over a year and they think it's endocrine related. It was later reported that the medication in the pump was to be changed out. It was noted that the hcp believed the patient's symptoms were due to another condition related to the patient's endocrine system. It was later reported that the patient's pump was intended to infuse morphine and bupivacaine. The cause of the event and patient status were both reportedly unknown.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).